Event description:
Per complaint (B)(4), during clinical procedure, patient experienced loss or failure of implant to integrate.

Manufacturer narrative:
Follow-up submitted to report device evaluation. Updated report submission date and report device evaluation results. Updated catalog # and unique identifier (UDI) #, device return date, follow-up report submitter, awareness date and report type and follow-up number. Updated follow-up type, device evaluation status and method, result and conclusion codes. Device received is different from the part that was indicated on the initial 3500a report. Lot number and manufacture/expiration dates previously submitted do not apply. Lot number information is unknown. This complaint is being submitted late due to the furloughs that resulted from the global pandemic and is captured within (B)(4).